Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50. Serial number: (B)(6). Batch/lot number: 7081518. Model/catalog description: coveredge 32 surgical lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that weeks following the implant procedure the patient had an infection at the pocket site and I had to be hospitalized for surgery and therapy followed by home infusion therapy for sepsis. It was also noted that the patient was experiencing inadequate pain relief, shocking sensation and difficulty charging the implantable pulse generator (ipg). The patient underwent a revision procedure wherein the ipg was removed and then reimplanted weeks after. The patient was doing well postoperatively.